Manufacturer narrative:
MFR received date: 10 oct 2019. The out of specification u1 on the air flow sensor pcba created the o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a light emitting diode (led) power switch illumination, o2 flow sensor assembly failures and cracked enclosure defect during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The support service confirmed the led power switch illumination, o2 flow sensor assembly failures and cracked enclosure defect. The service support then replaced the power switch overlay, flow sensor assembly and cracked enclosure to addressed the issues. Performed periodic preventive maintenance. No other abnormalities were confirmed. Unit was checked overall, cleaned and passed the functional and run in tests.

Event description:
It was reported that the unit had a light emitting diode (led) power switch illumination, o2 flow sensor assembly failures and cracked enclosure defect during preventative maintenance. There was no patient involvement.